Event description:
A zoll distributor reported that the doctor's office of an (B)(6) female patient called in on (B)(6) 2015 to report that the patient had stopped wearing the lefevest due to comfort issues. During a follow up, the patient's son reported that the garment was too tight and was cutting into the patients skin. The son reported that there was a large cut under the patient's left breast. During a subsequent follow up on (B)(6) 2015 the patient was reported to be entering hospice care. The patient ended use of the device. The clinical outcome of the cut is unknown. There is no indication of any device malfunction.

Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.